Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that errors m-10 and m-12 occurred against the erbe generator. The intuitive tech support engineer (tse) reviewed the system logs and found multiples activation errors. The tse guided the caller on how to remove the energy pedals. When removed there were no errors present. When connecting only the bipolar energy pedal, error m-12 occurred. Error m-12 also occurred when only the monopolar energy pedal was connected. The procedure was able to be completed, with no reports of patient injury. As the customer was unsure about the integrity of the generator, they considered the system to be in a down state.